Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd received one photo for investigation. Evaluation of the photo does not indicate the presence of gel globules. A total of (B)(4) retained samples were visually inspected, and no gel defects related to oil gel globules was found. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 tubes contained oil gel globules after centrifugation causing instrument errors. There was no health impact or consequences reported.